Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site name, event site address). The cause of the damage remains unknown, and the getinge field service engineer (fse) is awaiting a photo of the machine, the cause of the damage is still unknown. The fse will provide a quotation for replacement parts once available. If further information is received in regards to the repair the record will be updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site address), h6 (investigation conclusions, medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) replaced ECG trunk cable assy and ECG leadwire for the repair.

Manufacturer narrative:
Due to character restriction in block e1: e1 event site address is (B)(6). E1 event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) cable and lead wires are damaged . There was no patient involved and no harm or injury reported.